Event description:
It was reported the unspecified bd pen needle got stuck while being used. The following information was provided by the initial reporter, translated from portuguese to english: customer informs us that the new pen is working normally. Informs that there was a needle that got stuck inside the ampoule, but that he removed it and used it normally. Agrees to collect the pen complained of.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2024-00700 was sent in error. The pen is not a medical device for the us market.. MFR#: 2243072-2024-00700 is void as a result.

Event description:
It was reported the unspecified bd pen needle got stuck while being used. The following information was provided by the initial reporter, translated from portuguese to english: customer informs us that the new pen is working normally. Informs that there was a needle that got stuck inside the ampoule, but that he removed it and used it normally. Agrees to collect the pen complained of.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.